Event description:
It was reported that an ilet user awoke with a blood glucose of 308 mg/dl and observed the luer connector was not attached correctly to the infusion set; after adjusting the connector, blood glucose began to decline, and the user was advised to change supplies, which she completed with assistance. Symptoms included hyperglycemia and dry mouth. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device malfunction, a usage problem involving an improperly attached infusion set connector. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.